Event description:
Boston scientific received information that this patient's home monitoring system transmitted that a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system was detected. At this time, no adverse patient effects were reported. Additional information was received that the patient will continue to be monitored. The system remains in service.

Event description:
Boston scientific received information that this device system was explanted due to infection. No further allegations were received related to high, out of range, shock lead impedances. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that only the proximal portion of the lead was returned severed 445mm from the terminal pin, and also the insulation was bunched in several places. Set screw marks were noted on the terminal pin. Resistance tests were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.